Manufacturer narrative:
The log file evaluation revealed that the observed problem occurred during the final phase of the anesthesia when the emerging was prepared. The system detected two consecutive motor encoder check errors, forced a shutdown of automatic ventilation and posted the corresponding alarm. The remaining five minutes of the procedure were continued in manual ventilation mode. The motor was replaced in follow-up of the event. Testing in the manufacturer's lab revealed wear-and-tear deterioration of the collector disc i.e. There are several positions at the circumference of the collector where the contact to the carbon brushes is lost and the motor does not provide mechanic power. Fluctuations in the rotating speed are the consequence and, the measured ventilator piston position does not match with the one calculated by the systems' software. Further evaluation revealed more than 55.000 operating hours for the entire system. In case of an encoder check error the supervisor function shuts down automatic ventilation to prevent from serious damages to the ventilator unit. The user will be alerted to this condition by a corresponding alarm; manual ventilation and the monitoring functions remain available. The motor has lasted for > 400% of the expected operational hours which can be considered well acceptable. Replacement has put back the device into fully operable condition. Dräger finally concludes that the device has responded as designed upon a deviation caused by a worn component. The remaining availability of manual ventilation ensured that no patient consequences have occurred.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that at the end of the case the pallas automatic ventilation failed with an internal failure. Only manual ventilation was possible. There was no injury reported.